Event description:
Attempting femoral access via the groin through a graft. Tough tissue and scarring was at the site. As the sheath was being advanced, it buckled and the physician attempted to pull it back out. Upon attempted removal, the sheath separated and the radiopaque marker band became separated from the sheath. The marker band was left in the patient. A decision has been made by the physicians to not retrieve the marker band as it was determined to be embedded within the vessel wall or graft.